Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on october 14, 2021. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top cover overmold, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient¿s device reportedly will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted despite device testing results within normal limits. The recipient was reimplanted with another advanced bionics cochlear device.